Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The following are the possible batch numbers: batch lak171 mfg date: 01/26/2017, exp date: 12/31/2021; batch jjm719 mfg date: 08/06/2015, exp date: 07/31/2020. In addition, a review of the manufacturing record evaluation for the possible batch number was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please verify, first device broken during knotting, and it is also reported "the suture came out of the package that way." Per the surgeon feedback - the suture was not broken when it came out of the package is this a complaint about a second device? There was not a second device. Was suture of this device already found broken in the package?' It was just easily broken when I began using it. (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic appendectomy in (B)(6) 2019 and suture was used. During the procedure, the suture material was extremely fiable/weak. The suture material kept breaking when the surgeon was tying knots. It was stated that the suture came out of the package that way and the suture was easily broken when beginning to use it. It would just tear in two pieces. Two lots of sutures were on field, but unable to determine which lot had breaking issue. Another like device was used to complete the procedure with no adverse patient consequences. Additional information had been requested and was provided.